Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of questionable high inr result from a coaguchk xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 5.6 inr. Within 7 hours the laboratory result was 4.05 inr. There was no allegation of an adverse event. The customer was taking the antibiotic dalacin c due to dental surgery. The investigation is currently ongoing.